Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the connector part of the evis lucera colonovideoscope was cracked. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and it was unknown if the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the protector of the universal cord on the scope connector side was damaged. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angel wire, the bending section cover adhesive was cracked, the air/water supply volume did not meet the standard value due to clogging of the nozzle, the color ring was cracked, the image guide protector was damaged, the paint on the air/water and suction cylinders was peeled, switch #4 was worn, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.